Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector. The returned device indicated a loose/detached set screw. The returned device indicated a set screw with a rounded socket. The returned device indicated a damaged set screw. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant surgery, the physician indicated that when the top of the lead was connected to the pacemaker, the set screws could not be tightened or connected to the lead very well. The physician thought there was a problem with the pacemaker set screw. After repeated attempts, the physician replaced it with a new device to complete the operation. No patient complications have been reported as a result of this event.